Event description:
Healthcare professional reported "textured" against right device. Healthcare professional later reported right side rupture. Device has been explanted and replaced.

Manufacturer narrative:
(B)(6). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Additional, changed, and/or corrected data: d.9, h.3, h.6. Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed opening on posterior side assessed as unidentified (tear) opening (shell thickness was within specification). Anxiety-product/procedure: unable to observe as it is a medical event not related to the device. Additional observations: wear abrasion observed. Creases were observed.

Event description:
Healthcare professional reported "textured" against right device. Healthcare professional later reported right side rupture. Device has been explanted and replaced.